Manufacturer narrative:
Continuation of d10: product ID a810 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that there was a pump reset due to interruption in telemetry. A temporary stop occurred, and the pump defaulted to implant state/minimum rate. Technical services confirmed that the session report did not have the correct infusion mode. Caller stated that the healthcare provider reprogrammed the pump. The patient left but came back because the pump was still alarming. When the patient returned for programming the day of the call, the session report showed normal programming for simple continuous with no error codes.